Event description:
It was reported that the patient presented in clinic with the device eroded through the pocket and partially exposed. No infection was noted. The device was explanted and replaced to resolve the event. The patient was in stable condition.